Manufacturer narrative:
Reporter first name : (B)(6). Reporter last name: (B)(6). Facility name: (B)(6) hospital. Reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. No specific defect could be observed on the impacted set as it was covered with tape. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external fluid leakage at the electronic discharger ring was found. There was no patient injury or medical intervention associated with this event. No additional information is available.